Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. No moisture damage was found on the electronic assembly.

Event description:
Customer called stating he went to see his doctor and the medtronic representative there said his insulin pump had water damage. Customer was advised to call in and report the issue. Customer's blood glucose is 167 mg/dl. The device fell into a lake. There is fluid under the lcd display. The device was not dropped. Customer cannot see any cracks on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.